Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report the clip opening while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4+. The clip delivery system (cds) was advanced to the tricuspid valve and placed on the septal-anterior commissure. While establishing final arm angle (efaa) the clip opened to approximately 60 degrees. Troubleshooting was performed, however, the clip still failed efaa. The physician removed the cds from the patient and exchanged it. The procedure was complete with one clip implanted reducing the final tr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. The physician was aware that implanting a mitraclip on the tricuspid valve is off label. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the clip opening while establishing final arm angle (efaa). It should be noted that the mitraclip g4 system instructions for use (IFU) states that, "the mitraclip g4 system is intended for reconstruction of the insufficient mitral valve through tissue approximation". The reported off-label use was due to the user performing the mitraclip procedure on the tricuspid valve. In this case, the off-label use of the device did not contribute to the clip opening during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a